Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced a stroke that required tpa (tissue plasminogen activator). After the patient had gone to pacu (post anesthesia care unit) , the team noticed some facial droopiness and the patient was sent to interventional radiology, with symptoms of a stroke. They administered tpa (tissue plasminogen activator). The physician stated that most of the symptoms are resolving and the patient was hospitalized. At discharge, the patient had a slight facial droop and slightly slurred speech. The physician's opinion on the cause of the adverse event was that it was possibly due to a thrombus and that the patient had received thrombolytic therapy as a course of treatment. There were 38 ablations (4 misfires) performed (pfa) pulsed field ablation, with 24 of the ablations within pulmonary veins, and 11 were outside of pulmonary veins. It was noted that the physician lost transseptal access during the case, so they had to cross for the second time. The act (activated clotting time) values were greater than 350 for the whole entire case (in procedure act pre la access = 317, post ts act =378 act= 371 @ end of procedure). General anesthesia was used for sedation. There were three catheter exchanges in total: 1 octa/vp exchange, 1 bad catheter, 1 for lost ts (transseptal) access near r veins. There were two transseptal puncture sites: one for initial map, ts access lost near r veins requiring re access of the la (left atrium).